Manufacturer narrative:
Device used for treatment, not diagnosis. ¿comparison of dynamic and locked compression plates for treating midshaft clavicle fractures¿ lai, y-c, and et. Al. (2012) healio.com/orthopedics, 35:5. This report is for an unknown lcp plates/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal, ¿comparison of dynamic and locked compression plates for treating midshaft clavicle fractures¿ lai, y-c, and et. Al. (2012) healio.com/orthopedics, 35:5. A retrospective, case-controlled study of 54 patients with acute midshaft clavicle fractures occurred between january 2002 and december 2008. Consequently, 21 patients received ao/asif 3.5-mm dynamic compression plates (synthes, (B)(4)), and 33 patients received ao/asif 3.5- mm locked compression plates (synthes). 18 patients from the dynamic compression plate group (15 men, 3 women, age range 16-80 years) and 28 patients from the locked compression plate group (17 men, 11 women, age range 15-71) were included in the study. No broken or deformed plates occurred during follow-up. Screw loosening without loss of reduction was observed in three patients in the dynamic compression plate group and one patient in the locked compression plate group. The fractures united in these four patients by final follow-up. In addition, one patient in the locked compression plate group developed loss of reduction with complete backout of distal screws four months postoperatively. One patient in the dynamic compression plate group experienced delayed union because the fracture union could not be confirmed on radiographs until 10 months postoperatively. This is report 3 of 7 for (B)(4). This report is for an unknown lcp plates and the device interaction with the loose screws. This report is for 1 device.